Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy on back under equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised temporarily removing the equipment. Patient reported that the irritation is getting better.